Manufacturer narrative:
Initial MDR with device evaluation. A 2000e china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 24025569. The feedback provided by the customer states that, "it was found that the internal parts of the needleless injection cap were not able to fully rebound." Further correspondence from the customer has stated that when the syringe was used to open the blue liquid passage, the blue liquid passage was compressed and could not be ejected. The issue was identified before use, during the infusion of saline using lingyang syringe and the saline was not refrigerated. The connected product was a screw-mouth infusion set. Moreover, the liquid passage was opened with a bd pre-filling and used normally. No leakage was observed. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24025569 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the product 2000e china over the past 12 months.

Event description:
In the morning, when the nurse gave the patient an intravenous infusion, she found that the infusion was not smooth. After inspection, it was found that the internal parts of the needleless injection cap were not able to fully rebound, blocking the flow of fluid. The infusion was immediately resumed after replacing the infusion cap with a new one.